Event description:
On 2024-dec-30, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they thought their therapy needed to be adjusted because they were still having problems with leakage. Patient said therapy had helped them but not by 50% or better, probably by 35%. During call agent walked patient through how to connect with their implant to make an adjustment. Patient was able to successfully increase stimulation to a level where they felt it comfortably in their vaginal area. The patient was redirected to their healthcare provider to further address the issue. Patient had post op appointment with healthcare provider on (B)(6) 2025. On (B)(6) 2025, additional information was received from the patient. Patient called back and reiterated that the therapy hadn't helped since implant, that it was sporadic. They would increase the stimulation; it would work for a day and then it would stop working again for their symptoms. Patient mentioned at one point they had it at 7.0 ma and they went back in to check it and it was at 5.0 ma but they hadn't touched it. Agent reviewed with the patient it was unlikely that the therapy would change on its own and advised the patient to write down their stimulation levels to better keep track of their therapy settings. Reviewed communication two talking points with the patient and patient was able to connect to see their settings. They were at 8.2 ma. Agent reviewed battery longevity considerations as well as device description/function with the patient and suggested to the patient the possibility of switching to a new program. Patient hadn't spoken with their healthcare provider (hcp) about making any program changes yet so they stated they would follow up with their hcp first to check programming considerations and they may call back for instruction on switching to a new program once they talked to their hcp. Patient stated they had a follow up appointment scheduled with their hcp for (B)(6) 2025 so agent set up communication three talking points call date to be a month from today's date ((B)(6) 2025.) Patient mentioned that they had a more difficult time with tapping the touch screen of the handset but the external devices were functioning as expected at the time of the call. Patient was able to successfully end their session and power off external devices at call's end.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.